Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 11/02/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/17/2016 with the following findings: during investigation, the pump was powered on to a blank display. Further testing could not be performed due to the blank display. The pump was opened to find the display to be cracked. A test display was installed and functioned properly. Unrelated to the original complaint, the battery compartment was cracked above and below the grip pad. Additionally, the top of the keypad was torn, and the contrast button contact was missing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.